Event description:
Event description guidant received information that this abdominally implanted implantable cardioverter defibrillator (ICD) measured out-of-range impedance through the associated defibrillation patch leads. A guidant technical services consultant recommended performing minimum and maximum energy shocks to assess the integrity of the lead system.